Manufacturer narrative:
This event occurred in (B)(6). The investigation determined that there was reagent contamination, which occurred during the filling process of the elecsys ca 19-9 reagent cassettes lot number 416245 for the cobas e 801 module only. The issue is related to contamination of the reagent with magnetic particles. A replacement lot is not currently available. Roche has provided two work around options to customers. The first work around is customers may discontinue running the elecsys ca 19-9 assay on the e801 and instead run the ca 19-9 assay on the cobas e 411 analyzer, cobas e 601 and 602 modules, or the modular analytics e 170 module. The second work around is customers can continue to run the ca 19-9 assay on the e801 and repeat all results =37 u/ml within 2 hours. Customers are also instructed to use only the first 200 determinations of the 300 test cobas e pack. Instructions for implementing these work arounds were communicated to customers by customer notification.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys ca 19-9 (ca 19-9) on a cobas e801 module. The initial result was 172 u/ml. The repeat result was 2.00 u/ml with a data flag. This result was believed to be correct. The high result was not reported outside of the laboratory. The e801 module serial number was (B)(4).